Event description:
On (B)(6), 2010, kerr corporation received notification from a doctor that the use of take 1 advanced resulted in poor impressions and subsequent poorly fitting crowns and bridges, making it necessary for patients to return to his office and have new impressions and restorations made.

Manufacturer narrative:
The doctor did not disclose the dates or details of the incidents, nor did he disclose the number of affected patients, but it was confirmed that all the affected patients are doing fine. The product was returned to kerr corporation for evaluation and although the alleged product problem could not be reproduced, the returned material met product specifications. A review of the manufacturing records indicated that the product also met all release specifications. In addition, no similar complaints were received in regards to this product lot. These investigation results indicate that this incident was not a result of a product failure and that it was an isolated incident.